Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04204 for a description of the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced pain, vaginal bleeding, chronic vaginal discharge, dyspareunia, disfigurement, and recurrence of the original diagnosis. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 1ml0120802, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.